Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside clinical use. The diagnosis procedure was completed as planned. The philips field service engineer (fse) inspected the system on-site and confirmed that the wireless food pedal (wfs) was not working. Fse found cause of the problem was a damaged charger pin. The philips engineer has replaced the wfs and checked the functionality. After that system was working in a good condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The charger of wireless footswitch was incorrectly connected and pins were damaged. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless pedal does not work. No harm has been reported to philips. Philips has started an investigation of this complaint.